Event description:
Difficult deflation was encountered during a superficial femoral angioplasty procedure. Only partial inflation had been achieved. Attempts to deflate the balloon with a syringe were unsuccessful. The balloon catheter and sheath were removed as a unit without incident. The pt's condition is good. No further details are available regarding the circumstances surrounding this event. The device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the device was severed approx .5mm proximal to the balloon. The area of separation was stretched. A full eval of the device could not be performed due to the separation of the balloon. Co believes pt anatomy and/or contrast medium may have been contributing factors in this event. However, without further details and a full eval of the device, co is unable to determine the exact cause for this event.